Event description:
(B)(4). Same patient as MDR ID#: 2134265-2012-03037. It was reported that following an intravascular ultrasound (ivus) diagnostic procedure, the patient had chest pain with st segment elevation. In (B)(6) 2010, the patient was diagnosed with unstable angina (braunwald classification ib) and was referred for cardiac catheterization. The target lesion was a long bifurcated lesion located in the mid left anterior descending artery (mid lad) extending to the distal lad with 80% stenosis and was 48mm long with a reference vessel diameter of 3.2mm. The physician treated the lesion with pre-dilation and placement of two overlapping taxus liberte stents of 2.50x28mm and 3.00x24mm in size, with 0% residual stenosis. Prior to the stenting procedure, an atlantis imaging catheter was advanced to the distal lad and one run of ivus was performed which revealed 80-85% stenosis in the mid lad. Upon completion of the ivus, the patient complained of chest pain and his st segments were elevated. This was treated with intravenous reopro and balloon angioplasty. The patient was discharged on aspirin and prasugrel.

Event description:
It was further reported that in (B)(6) 2010, the patient presented with recurrent episodes of chest discomfort. During the index procedure, prior to the deployment of the study stents, a complete evaluation of the lad with intravascular ultrasound (ivus) was planned. An atlantis imaging catheter was advanced to the distal lad and one run of ivus performed revealed 85% stenosis in the mid lad after the take-off of the second diagonal branch. A long segment of 80% disease was observed in the mid lad between the two diagonal branches. Upon completion of ivus the patient complained of significant 'chest pain and his st segment were noted to become elevated.' A repeat angiogram revealed total occlusion of the mid lad segment with thrombus formation. This was treated with administration of intravenous reopro and balloon angioplasty using a 2.5x20mm non-bsc balloon catheter. Repeat angiography revealed improved flow in the distal lad.

Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).